Event description:
It was reported that during testing at the user facility the trigger on the core universal driver was sticking in reverse. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the trigger was found to be in need of cleaning. The device was repaired and returned to the user facility.